Manufacturer narrative:
Concomitant products: 694765 lead implanted, (B)(6) 2010; dtbb1d1 ICD implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture and high thresholds. In addition, there was a jump to high impedance values, and in-clinic maneuvers produced noise with patient arm movement. An lv lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.